Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, there was difficulty getting the guidewire through the terminal pin. A different guidewire was used with success. Also during the implant, lv impedance measurements were 2000 ohms. No adverse patient effects were reported. The lead remains in service.